Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt says they went to increase stimulation the other day because their feet were sore, but the increased stimulation was intrusive and says its "on my mid-half section, it doesn't go down to my feet". Pt says group a is "silent program, no self adjust" and group b is silent program but pt can increase or decrease voltage, and says group c is silent, no self-adjust, can increase or decrease, group d is silent, self adjust. Pt says they can only feel stimulation on group b at 3.2v and cant feel stimulation on any other groups. On this group they can feel stimulation on their "mid half section" but not their feet. Pt is not sure which group/program settings they should be using. Redirected to healthcare provider (hcp). Pt says they have rep number and are going to try calling them. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). Rep reports that the patient experienced a return of pain. Rep reports the patient's leads were revised on august 22nd 2025, specifically the leads were lowered to obtain more foot coverage as current setting only went into ankle. Rep reports this resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 07-jun-2028, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 07-jun-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.